Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s freestyle libre 3 plus sensor failed and pairing to the ilet was unsuccessful, leaving no additional sensors available; abbott support is sending a replacement, and the user manually entered blood glucose while advised to operate in bg run mode and to use backup therapy if needed, with troubleshooting and education completed; the event involved intermittent communication failure associated with the electrical/magnetic antenna component. Symptoms included hyperglycemia with a reported glucose peak of 423 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure attributed to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.